Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient presented with diaphragmatic stimulation. The atrial lead was revised in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: remove field from d6b.